Event description:
It was reported that the #5 broach seated fully. The #5 implant was about 5-6mm proud. Rebrached to a 4 1/2 and 5 and they were the correct depth. Tried to reinsert the #5 implant and it was still 5mm proud.